Event description:
It was reported to philips that the system was unable to boot up without freezing. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the device froze and could not be turned on without first being turned off. Review of the logfile shows the device froze and could not be turned on without first being turned off. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the x-ray pc was hanging because its software had not been successfully loaded during the system software installation. To resolve the issue, the philips field service engineer (fse) reinstalled the x-ray pc software, restored the backup, and reconfigured the user settings, performed tube adaptation, yield, and edl calibration. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.